Event description:
Pt has a history of ventricular tachycardia and cardiac arrest. The pt's implanted aicd was found to have a fractured lead. Pt was brought into the hosp for surgery to have the malfunctioning aicd removed via laser. Another aicd was implanted. Pt tolerated procedure without any problems and was discharged home in good condition.

Event description:
Add'l info rec'd from MFR 11/28/01: MFR has contacted the office of the initial reporter identified in the report and has been able to match the model 6945 with an event contained in it's database. The model 6945 referenced in the letter has been matched with the serial number. Medtronic received no previous info on this event, so no add'l info is available. The device has not been returned for evaluation. Without the return and evaluation of the device, MFR is unable to ascertain any causal relationship. Medtronic received info on the event described in the report on 11/08/01. Total implant duration for the device was approximately 17 months.